Event description:
It was reported that the customer experienced a decrease in blood glucose (bg) level; bg level was not provided. Cause of bg level was unclear. Customer required assistance from friend who provided carbohydrates that were consumed to address bg. Customer reverted to alternate method of insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.